Event description:
The patient experienced undesirable change in stimulation: increased left leg radiating pain. The leads were replaced. The patient recovered without sequela.

Manufacturer narrative:
(B)(4).